Event description:
New information notes that the patient presented with a pacemaker that did not trip elective replacement indicator (eri) alert even though the battery voltage indicated as such. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with a pacemaker that inappropriately measured data.